Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheeks and juvederm volbella with lidocaine in the lips. Four months later, the patient first developed "edema on lips" and had a "late reaction of hard nodules." All areas of injections "reacted with edema, redness, inflammation and some hard nodules." Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules, redness, edema and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, skin irritation and inflammation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheeks and juvederm volbella with lidocaine in the lips. Four months later, the patient first developed "edema on lips" and had a "late reaction of hard nodules." All areas of injections "reacted with edema, redness, inflammation and some hard nodules." Symptoms are ongoing.